Manufacturer narrative:
Concomitant medical products: mynxgrip vascular closure device, unknown 5f sheath, heparin. Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) was advanced fully into the 5f sheath and inflated the balloon, during pullback he noted a loss of balloon pressure as evidenced fluoroscopically 50:50 contrast of saline and confirmed by the absence of the pressure indicator. Subsequent inflation demonstrated balloon incompetence. There was no reported patient injury. The physician states that there was possibly some calcium in the right femoral artery (rfa). The device was removed and a second mynxgrip was successfully deployed without incident. The patient experienced no adverse effects and was discharged to home following a normal course of post-procedure recovery. The vessel was the femoral arterial. The balloon lost pressure at the 1st stop (sheath). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was not any resistance while inserting the device. There was not any resistance while pulling back. There was a pre-procedure femoral angiogram. There was pvd/calcium present. The deploye is trained. The stick location is medium. The sheath size was 5f. The procedure type was an interventional peripheral. The patient was not hospitalized or the hospitalization was not extended. The patient recovered and was discharged. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with stopcock open. The sealant and advancer tube were observed to have remained in the manufactured position as received. The syringe and procedural sheath were not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 4 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1831303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product investigation, access site vessel characteristics (possibly some calcium in the femoral artery) and/or the condition of the procedural sheath (loss of pressure at first stop/although sheath not returned) most likely contributed to the reported event since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was advanced fully into the 5f sheath and inflated the balloon, during pullback he noted a loss of balloon pressure as evidenced fluoroscopically 50:50 contrast of saline and confirmed by the absence of the pressure indicator. Subsequent inflation demonstrated balloon incompetence. There was no reported patient injury. The physician states that there was possibly some ca++ in the rfa. The device was removed and a second mynxgrip was successfully deployed without incident. The patient experienced no adverse effects and was discharged to home following a normal course of post-procedure recovery. The vessel was the femoral arterial. The balloon lost pressure at the 1st stop (sheath). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was not any resistance while inserting the device. There was not any resistance while pulling back. There was a pre-procedure femoral angiogram. There was pvd/calcium present. The deploye is trained. The stick location is medium. The sheath size was 5f. The procedure type was an interventional peripheral. The patient was not hospitalized or the hospitalization was not extended. The patient recovered and was discharged.